Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that since implant, electrodes 6 and 7 displayed the red indicator. The hcp thought that was where the laminectomy was. On (B)(6) 2020, the rep tried to run impedances twice before calling, but the programmer kicked her out and the impedance test did not run fully. On the call, impedance tests were ran successfully. On (B)(6) 2020 the rep was told the patient fell on (B)(6) and (B)(6) and they started feeling a surge of energy or shock and it caused the patient to stop. The patient was feeling the sensation even when the ins was off and it was not related to a specific position. The device was on group b most often and program 1 used electrodes 8 and 9. Program 2 used electrodes 8, 9, and 10. Program 3 used electrodes 0,1. Program 4 used electrodes 0, 1, 2. The impedance values were as follows: ref 8: 9 - 570, 10 - 610; ref 10: 9 - 610; ref 0: 1 - 660, 2 - 740. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the physician thought the cause of the red impedances was that they were located where the laminectomy was, no bone to cover. The rep reported that they reprogrammed the patient and turned off adaptive stimulation. The rep reported that the physician was ordering an MRI to see if possibly the shocking sensation was more of a spinal cord issue versus a stimulator issue since it was happening when the device was on and off. The issue was not yet resolved as they had not heard from the patient since the appointment. No further complications were reported.